Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that there appeared to be air leaking into the connections near the pump and at quick connects. The customer did notice the tie wrap seemed to be located over the barb.the purge line was run closed. The use of the device was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
B.5. Medtronic received information that prior to use of a custom tubing pack, it was reported that there appeared to be air leaking into the connections near the pump and at quick connects. The customer did notice the tie wrap seems to be located over the barb.the purge line was run closed. The device was used. There was no adverse patient effect associated with this event. Update to imf and a.1. Is blank medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.